Event description:
The surgeon at the abdomen with the piece that goes inside the colon. The first assist placed the other piece in the rectum and attached it to the first piece. Then the first assist deployed/fired the stapler. Normally, the two pieces are then together (as one piece) and are easily removed from the rectum, but in this case the stapler got stuck. They had to wiggle it a little to get it to come out. The rn states that maybe it didn't staple all the way, because it seemed sticky when they were trying to pull it out. Then she states that once it was out, they did get "donuts" which is an indication that the anastomosis worked (because the staples are circular in this kind of stapler). They then did a leak test and they saw bubbling in the abdomen, which means the anastomosis has a leak. So, the md decided to do an ostomy. Afterwards, rn states the md told her it has got to be the stapler, (possibly, it was not working properly) and he indicated he doesn't ever want to use that stapler again. Rn states the surgeons don't like the angle of the covidien stapler.

Event description:
The surgeon at the abdomen with the piece that goes inside the colon. The first assist placed the other piece in the rectum and attached it to the first piece. Then the first assist deployed/fired the stapler. Normally, the two pieces are then together (as one piece) and are easily removed from the rectum, but in this case the stapler got stuck. They had to wiggle it a little to get it to come out. The rn states that maybe it didn't staple all the way, because it seemed sticky when they were trying to pull it out. Then she states that once it was out, they did get "donuts" which is an indication that the anastomosis worked (because the staples are circular in this kind of stapler). They then did a leak test and they saw bubbling in the abdomen, which means the anastomosis has a leak. So, the md decided to do an ostomy. Afterwards, rn states the md told her it has got to be the stapler, (possibly, it was not working properly) and he indicated he doesn't ever want to use that stapler again. Rn states the surgeons don't like the angle of the covidien stapler.